Manufacturer narrative:
The manufacturer previously reported the submission date entered in section b4 as 10/08/2021. The correct submission date is 11/08/2021.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device's lcd screen was blank. The device's lcd screen was replaced to address the issue.